Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information indicated that this lead exhibited high pacing threshold, noise and intermittent loss of capture (loc).